Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "incorrectly oriented thv implanted" was unable to be confirmed due to unavailability of imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, "29mm sapien 3 valve in mitral position by transapical approach. The valve was deployed in correct position but wrong orientation." Per instruction for use (IFU), "verify correct thv orientation with the inflow (outer sealing skirt) of the thv oriented distally towards the tapered tip" and "have operating physician verify correct orientation of thv inside the loader." In IFU and training manual, there are multiple checks in place for valve orientation prior introducing into patient. In this case, both the crimp nurse, who crimped the valve, and the operating physician failed to identify that the valve was crimped in incorrect orientation. As such, available information suggests that use error (failure to identify thv orientation prior to implantation) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from united kingdom, it was a case of an implant of a 29mm sapien 3 valve in mitral position by transapical approach. The valve was deployed in correct position but wrong orientation. A second valve was immediately prepared but upon inserting the certitude ds into the sheath, the system did not pass through the sheath and the valve could not be implanted. There were no problems during crimping of this second valve, and the crimping profile was correct. A third valve was prepared but had a miss-crimp and was discarded. The crimp of this valve was done as per IFU and no issues with the crimper were noted. A fourth valve was then prepared and deployed in the correct position, but despite the efforts the patient passed away. The crimping person was experienced and certified as part of the tavi program.